Manufacturer narrative:
The device was evaluated by an arjo representative and no malfunction was found. The devices are delivered with instruction for use (IFU 001-12325 rev.8) which provides information on how to correctly use the device. The IFU for sara stedy contains information that: ¿warning: before attempting to a transfer, a clinical assessment of the patient suitability for transfer should be carried out by qualified professional.¿ taking into account all facts, we can state that the event was caused by patient cardiac arrest related to the patient's medical condition. There was no device failure that caused on contributed to it, the device met performance specifications. The device was in use when the issue occurred and from that perspective, it played a role in the event. The complaint was decided to be reportable due to the fact that the patient had a cardiac arrest during the transfer and became unconscious.

Event description:
Following the information provided, the patient was transferred using the sara stedy active floor lift. During the transfer process, the patient experienced a cardiac arrest and the patient became unconscious while situated within the sara stedy active floor lift equipment. As a consequence of the event the patient slumped forwards over the lift front bar, but with enough weight still on the seat flaps to prevent them being moved. No injury was reported. The device was evaluated by an arjo representative and no malfunction was found.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The facility stated that a patient arrested whilst in the sara stedy. The facility stated that the sara stedy did not cause or contribute to the patient's arrest and requested arjo for advice on handling a patient who has become unconscious while in the equipment.